Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Ts (technical support) sent customer a new card, will need help with loading. Fse was dispatched and on 20-apr-2017 reloaded software to correct problem with system. Ran calibration and transmited patient to lis (laboratory information system) - proper operation. The most probable cause of the reported event was a power outage and a software failure.

Event description:
On (B)(6) 2017 the customer reported power outage, system check corrupt with their hlc-723g8 analyzer. Customer reported the lab had a power outage. He repowered the g8 and received the message that the system check is corrupt; not able to find and insert system card. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.